Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the ring was missing. The customer started to notice that the plug, you put into the body, they noticed that a lot of the fluid would come out before. The infusion set, the tubing, I would notice that there was too much insulin coming out the side when it was not supposed to. The customer noticed that it started coming out before it was supposed to. The ring was missing, it did not seem to be locked in. The customer just gotten, one injection had burnt when going in, they got an abscess as a result. The ring on top that you would like it in with. No harm requiring medical intervention was reported. The device will not be returned for analysis.